Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device trigger was sticking causing it to keep running. Therefore, the reported condition was confirmed. It was determined that the trigger's guide sleeve, motor and gear box were all worn (did not turn smoothly). It was further determined that the device was making an unusual noise. The assignable root cause was determined to be due to component damage from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver laboratory, it was observed that the battery reciprocator device was not working properly. According to the report, the trigger would stick and the device would keep running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.